Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black debris coming out. The issue was found during a bal examination. The procedure was completed with the same device there were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. E1: initial reporter establishment name: (B)(6) hospital. Updated: b5, d4, d8, d9, e1, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: black debris is caused by a component failure of biopsy valve. Olympus will continue to monitor field performance for this device.